Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device stopped responding due to the station not rebooted for long time. Deploying the remote support service and restarting the device did not resolve the issue. Field service engineer remoted into the device and found that the station was operational. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer added that there was no delay as they released the drawer manually. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,h6.and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-feb-2022 to 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stopped responding due to the station not being rebooted after system updates were applied. The field service engineer remoted into the device and found that station was operational with failed drawers and confirmed that no action was taken during the night but in the morning the customer was able to recover all the drawers. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer added that there was no delay as they released the drawer manually. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.